Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. The event can be detected by following the instructions for use (IFU) which state: "chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope [inspection of the endoscope] 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2)." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The image guide bundle was severely broken and spots were observed. In addition to the findings reported in the event section, scratches were found throughout the device, the bending angle was insufficient due to a stretched angle wire, the forceps channel was collapsed (preventing the cleaning brush from being inserted), the curved tube of the insertion section was damaged and sagging and the flexible tube of the insertion section was crushed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
An olympus representative reported to olympus, the image guide on the tracheal intubation fiberscope was bent. The customer reported that there was dust, scratches, coloring or image defects in the field of view. The intended procedure was a diagnostic tracheal intubation. The procedure was completed with the subject device. Its unknown how long the delay in the procedure was. No other devices were involved in this event. The customer performs prechecks before use. During the testing and inspection of the returned device, the coating of the connection tube has peeled off. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.